Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed failed self-test, the alarm occurred during normal use. The customer¿s blood glucose was 239 mg/dl at the time of the incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.